Manufacturer narrative:
The reported hospitalization and diabetic ketoacidosis have been previously reported under MFR #3007981285-2015-32701. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date changed from 03-2015 to 09-2013.

Event description:
It was reported that the customer received an "occlusion alarm" during bolus delivery. The customer's blood glucose level was 565 mg/dl. The customer reported that occlusions may have contributed to a past hospitalization for diabetic ketoacidosis. During troubleshooting with tandem technical support, it was noted that the cannula was kinked. Reportedly, the customer was using apidra insulin. To determine a possible cause of the occlusion was not performed.